Event description:
Customer states that pump turns off periodically in the middle of feeding and resets itself. Pump did not alarm. Rate and dose are 253 ml/hr and 2099 ml.

Manufacturer narrative:
History log was reviewed and so no errors or alarms. Pump was tested for accuracy using water. Pump delivered amount within specification (specification +/-5%). All alarms have been checked and work properly. Customer complaint could not be verified.